Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the reported drill bit was broken when the surgeon drilled over the guide wire and broken piece was remained in the patient¿s bone. The surgeon was unable to remove the broken piece. There was 10 minutes delay in the surgery. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional product codes for this report include: hsz, gfa, and gff. Product investigation summary: investigation summary for article 310.221 with lot number f-14996 / involved part. The investigation shows that the drill bit is broken off at the end of the flute. The broken off part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately, we are not able to determine the exact cause of the breakage. Due to the wear and tear signs, it is likely that this product was an often and intensively used instrument. The cause of the breakage is likely the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played a contributory negligence to the breakage. The microscopic analysis of the broken surfaces shows a homogenous surface which indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Please note: blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.